Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The oxygen sensor was replaced and the device passed all testing.

Event description:
It was reported that a ventilator had a broken oxygen sensor. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.